Manufacturer narrative:
One 72203697 healicoil regenesorb 4.75mm suture anchor used for treatment, was not returned for evaluation. Due to product unavailability, conclusions, investigation and evaluation were limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences unrelated to manufacture that may compromise product performance or integrity include: 1. Damaged or use of other than recommended prep instrument size or types. 2. Pressure or excess torque applied. 3. Loss of axial alignment. 4. Unexpected or inadequate bone quality resulting in anchor pullout or loss of fixation. 5. Breakage and damage can occur due to use of sharp instruments to manage or control the suture. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Recommended prep instrument for the 4.75mm anchor is a 4.75mm threaded dilator. Product met specifications upon release to distribution.

Manufacturer narrative:
Additional narrative: evaluation codes: method code added.

Event description:
It was reported that during a procedure anchor broke during deployment. No significant delay was reported, back-up device was available to complete the procedure, no patient injuries reported.

Event description:
It was reported that during a procedure anchor broke during deployment. It is unknown if there was a delay. Back-up device was available to complete the procedure, no patient injuries reported.